Manufacturer narrative:
(B)(4). Initial reporter: operator of device unknown. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that particulate matter was observed prior to use of an eva tpn bag. There was no patient involvement or adverse event reported. No additional information was provided.